Manufacturer narrative:
Literature citation: alan t. Villavicencio, md, sigita burneikiene, md ¿rhbmp-2-induced radiculitis in patients undergoing transforaminal lumbar interbody fusion relationship to dose " avg. Age: 60 years. Female (06) , male (17) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that 23 out of 204 patients went on to develop a radiculitis. Slightly higher average doses were used in patients who developed bmp-induced radiculitis, there were no statistically significant differences compared with the patients who did not. Reportedly, two patients were diagnosed with pseudoarthrosis post surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.